Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip was being used in a total joint procedure when the tip was observed to come apart. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Customer discarded device.